Event description:
On (B)(6) 2012, pt reported noticing the up button on the infusion device has not been making a connection when the button was pressed. Pt stated he would then press the button again and the connection would be made. Pt reported he has noticed the issue a couple of times in the last 2 years. Pt stated the infusion device does beep when the button is pressed. Pt reported the button is raised and pops back up when pressed. Pt stated he was not aware of the button recall. No physiological effects were reported. The pt did not require assistance from a healthcare profession or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.